Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2012. Placeholder.

Event description:
According to the reporter, during an intramedullary (im) tibia nail procedure, the tip of the driving cap broke off during insertion of the nail. The broken piece was retrieved. After the tip broke, the surgeon had to mallet on the insertion handle in order to completely seat the nail, and the insertion handle is now damaged.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR a review of device history records for manufacturing revealed no complaint related issues. The manufacturing evaluation noted the complete threaded pin shaft is broken off from the driving cap body and missing. Due to the missing broken off part, it is not possible to check the relevant dimensions for this breakage. The microscopic analysis of the broken surface does not show any abnormalities of materials structure. This complaint is deemed indeterminate from a manufacturing standpoint.